Event description:
The customer performed a blood glucose test and received a result of 266mg/dl. The customer stated increasing insulin intake based on the result. The customers family noticed unusual behavior and called paramedics. The paramedics arrived and tested the customer and received a result of 55mg/dl. The customer was taken to the hospital and given food and juice. A request was made for the return of the suspect device and replacement product was sent.